Manufacturer narrative:
H.6. Investigation summary: customer return photograph shows the evidence of presence of damaged component (plunger broken) on emerald syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Log sheet ¿ poly out problem, laminate & paper fusion assembly change and pouch formation problem is recorded in secondary packaging process during manufacturing of lot # 9058871,9036717. Preventive maintenance- n/a stoppages ¿ double pouch problem and zigzag cutter change stoppages occurred in primary packaging process during manufacturing of lot # 9058871,9036717. Conclusion(s): the team reviewed the process controls of lot# 9058871,9036717 for primary & secondary packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. There are chances that during the primary packaging process plunger might get broken and get packed in unit pack if the cutter air pressure is increased. The team has decided to put a control on the machine in the form of a pressure sensor. This sensor will stop the machine if the air pressure is increased beyond 2.8 bar. With cutter air pressure = 2.8bar, if the part of the product comes in between the unit pack, the unit pack will not get separated and form as a continuous strip and will get rejected. For the empty pouches the team in working on installation of a vision camera which will detect and reject the empty pouches from getting packed in the boxes. H3 other text : see section h.10

Event description:
It was reported that damaged plungers were found during use with a emerald syringe 2ml 24x1 an. The following information was provided by the initial reporter, "customer using bd emerald syringes since many years, they found defective product. Pack without syringes, plunger damaged syringes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9058871. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-27. Medical device lot #: 9036717. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-05. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged plungers were found during use with a emerald syringe 2ml  24x1 an. The following information was provided by the initial reporter, "customer using bd emerald syringes since many years, they found defective product. Pack without syringes, plunger damaged syringes."